Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the distal end. The most distal row of struts were raised vertically. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent was damaged. Using a guidezilla guide extension catheter, the physician began to advance a 16x2.75mm ion stent delivery system (sds). However it was noted that the stent became damaged and the device was successfully removed. The procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that the stent was damaged. Using a guidezilla guide extension catheter, the physician began to advance a 16x2.75mm ion stent delivery system (sds). However it was noted that the stent became damaged and the device was successfully removed. The procedure was completed with another device. No patient complications were reported and the patient's status is fine.